Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 85 mg/dl. The no delivery alarm was resolved with a complete set change. The reservoir was not returned for analysis.